Manufacturer narrative:
During the processing of this incident attempts were made to obtain complete device information.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient had her ipg explanted on an unknown date for unknown reason. No other information is available, device information is unknown at this time.